Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a time loss/gain issue. It was reported that date on the pump was (B)(6) 2013 when the actual date was 10/11/2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/07/2014 with the following findings: there was no activity related to the complaint observed in the pump history. The pump history showed that the pump was in use from (B)(6)2013. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.